Event description:
The customer observed (B)(6) cg results while using the architect total b-hcg assay. The customer provided the following results: initial result: (B)(6), the specimen was recentrifuged, retest (B)(6) (no interpretation) the specimen tube was recentrifuged again and generated a result below the cut-off which was deemed (B)(6). No additional patient information was provided. There has been no impact to patient management reported.

Manufacturer narrative:
It was identified on (B)(4) 2012 that the initial report (manufacturing report number: 3008344661-2012-00042) was submitted under the incorrect manufacturing location. A new report has been generated to document this event; manufacturing report number 3005094123-2012-00044 .

Manufacturer narrative:
(B)(4) - (B)(6) results; (B)(4) - no consequences or impact to patient; an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.